Manufacturer narrative:
Engineering investigation found no fault with the returned pad device or the (used) pad-pak. The device and electrodes were thoroughly tested on calibrated equipment and a total of 6 shocks were delivered to specifications. The event on (B)(6) 2012, had a duration of 6 minutes. During this time the device issued the following speech prompts 11 times: "pull green tab to remove pads - peel pads from liner - apply pads to pts bare chest as shown in picture - press pads firmly to pt's bare skin". This indicates that the electrode pads were not properly attached to the pt. The memory download from the event confirmed that there was no impedance recorded for the pt and there was no ECG trace at any time during the event. This further confirmed that the electrode pads were not properly attached to the pt. During testing at heartsine technologies, an impedance reading which was to specification was recorded throughout the testing process during which the test therapy was successfully delivered. An inspection of the returned electrodes confirmed that trainer electrode pads had been placed over the gel on the actual electrodes. The inspection revealed debris on the trainer pads which would indicate that they had been attached to a pt but a similar inspection of the gel on the actual electrodes confirmed that they were clean and did not appear to have been attached to any pt. Heartsine technologies are currently undertaking a recall, (B)(4). We have investigated this complaint thoroughly and can conclude that the problem which occurred during this event had no connection whatsoever to the reasons for the recall.

Event description:
This device was used in the sudden cardiac arrest of a (B)(6) male, in which the pt did not survive. The user reported that the device did not deliver shock to the pt. The end user also reported that the device kept prompting to 'pull the tabs' even after this action had been performed.